Event description:
It was reported that the healing abutm does not seat correctly. The procedure was concluded by placing another screw.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one (1) heal collar 3.5x3.5, 3mm (hc333) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Slight wear on threads. Functional testing to recreate the reported event; verified the healing collar disengages and seats as intended with an in-house implant. No malfunction. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (fdi) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (2021050441). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021050441) for similar events and no other complaint was identified. Review completed utilizing keywords: does not seat. Therefore, based on the available information, healing collar malfunction did not occur, and the reported event was non-verifiable without return of all devices involved.

Event description:
No further event information is available at the time of this report.